Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified anterior tibial artery. The 3.0x40mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified anterior tibial artery. The 3.0x40mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the sterling es balloon catheter was returned with no original packaging or other devices. Visual and tactile examination of device revealed that the balloon was tightly folded. An inflation device filled with water was used to pressurize the catheter to nominal pressure (6atm). The device was inflated for five (5) minutes and maintained constant pressure. Visual and microscopic inspection examination of the balloon revealed that there were no leaks, balloon damage, or other irregularities. The reported balloon burst was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).